Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak observed at the connection between the heater line of a homechoice cassette and the heater bag. This was observed during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as, ¿leak was on connection: between red line and set, probably loose connection¿. Renal therapy services (rts) assisted the patient with ending the therapy session and the patient would restart therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.